Event description:
Reported due to thrombus following use of perclose a-t (closure ak) device. Physician performed an arteriotomy closure with a perclose a-t (closure ak) device after a diagnostic procedure in 2004. The pt was discharged home on the same day. The pt returned to hosp, a sister facility. The following month complaining of right leg pain and coldness. The pt was discharged from the emergency room with instructions to follow up with their physician the following day, which they did. The pt was then referred to a vascular physician, who saw pt 2 days later. At that time they had an ankle-brachial index of 0.53 on the right leg, requiring an interventional procedure. An angiojet was performed on the right leg in an attempt to remove a thrombus. The pt did well for four hours, but when they stood to ambulate the pain returned. They were taken back to radiology where they again diagnosed a thrombus and a dissection. Although the vascular surgeon recommended a stent to be placed in the artery the pt opted for a fem/fen bypass. Surgery was performed to remove the suture and perform a graft. The surgeon reported that the posterior aspect of the artery looked like "mush" and he confirmed the dissection. The pt did well and was discharged home. Though requested, no additional info was provided.